Manufacturer narrative:
The catalog number and lot code were not provided in the report. The device was described as an unknown citation #8 stem. Additional information will be submitted in a supplemental report upon completion of the investigation.

Event description:
It was reported that there was a left citation revised due to a fall that resulted in a fractured femur, revised stem and head.